Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject device was shipped in accordance with specifications via DHR. An investigation was completed by the OEM and determined that from the date of manufacture (july 9, 2012), it is assumed that the power switch was damaged because the amount of operating force and the number of times the power switch was applied exceeded the assumed value, since the product was a product before the countermeasure due to a design change of the power switch. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The user facility report cannot be confirmed. The reporter was requesting parts for in house replacement however; the part requested is a repair part and not sold individually. If the device is returned and/or if new information is provided, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device light source power button is stuck inside with a broken spring. The reporter states that the reported issue was discovered during maintenance so there was no patient involvement.